Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The international fse (field service engineer) reported that replacing the keypad overlay resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019.

Event description:
It was reported that the ventilator's o2 (oxygen) led (light emitting diode) indicator had an illumination failure. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be provided.